Manufacturer narrative:
Received one used list# 423280412, safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port. Lot# unknown. The reported complaint of blood sampling ports coming apart was confirmed on the returned set. During visual inspections, the 3" pressure tubing was found separated from the safeset port. The tubing pocket was microscopically examined and insufficient solvent was observed on the pressure tubing. The probable cause of the separation of the pressure tubing had occurred due to insufficient solvent applied during assembly process. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a safeset 24 inch arterial pressure tubing, safeset reservoir and blood sampling port that the customer reported the blood sampling port came apart during patient use. There was patient involvement, however, no patient harm.